Event description:
Reference number (B)(4) event occurred in france it was reported that the patient faced an event where five catheters were detached on (B)(6)2024. No further information was available.